Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that upon changing out a smiths medical cadd® medication cassette remaining medication was found in the reservoir. The administration rate was set to 3.5mg/hr, which ran for 24 hours with 84mls remaining. There were no reported adverse effects.

Manufacturer narrative:
One cassette was returned for analysis in used condition. Visual inspection of the cassette showed no discrepancies. Functional testing included use testing. The cassette was connected and tested on two different pumps for delivery accuracy. In both instances the cassette failed accuracy testing. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.